Event description:
It was reported that the preloaded intraocular lens (iol) was damaged, which was noticed when inserting the lens into the left eye. Another 19.5 diopter lens was used. There was no patient injury and no medical or surgical intervention was required. No further information was provided.

Manufacturer narrative:
Section a4 and a5: unknown; requested but not provided. Section d6a: if implanted, give date: not applicable, as there was no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there was no indication that the lens was implanted. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.